Manufacturer narrative:
Upon receipt, the pacemaker was subjected to a visual inspection showing scratches on the pacemaker housing. It was also analyzed destructively. The intermittent programming and pacing problems were reproducible during analysis. The malfunction was located in the electronic module. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik, the pacemaker was found to be fully functional. It was not reported whether the pacemaker was subjected to external influences. In summary, the analysis identified an intermittent communication and pacing problem which was caused by an damaged electronic module.

Event description:
The device was returned because it could not be programmed and displayed only partial telemetry.